Manufacturer narrative:
Further investigation determined the issue was not related the referenced fsca 1627487/09/12/2017/001-c.

Event description:
Follow up information received identified the patient's dbs ipg was replaced with a new one.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported the ¿replace generator soon¿ message was displayed on the patient controller (pc) indicating the generator was approaching its end of service. The elective replacement indicator (eri) message appeared to have triggered earlier than intended. The device has the appropriate level of battery voltage to provide therapy. In addition, the patient's pc software update planned would address and clear the false eri message.